Event description:
It was reported that the patient presented in-clinic during a device check. The right atrial lead was found to be oversensing. The lead was capped and replaced on (B)(6). The patient was fine before, during and after the procedure.